Event description:
It was reported that the pt was revised due to instability. Upon removal, the surgeon noticed pitting on the surface of the articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.